Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain four on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the home patient (hp) examine the patient line and transfer set. The hp stated the connection seemed loose. The tsr explained the alarm and assisted to end therapy. The tsr discussed the use of manual supplies to finish therapy and referred the hp to their registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). System error 2240 during the drain stage is confirmed because the home patient indicated the patient line / transfer set connection seemed loose, which is a known cause of this type of alarm. The cause for the loose connection was not determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.